Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms and triggered an alert on the competitor device. The device was checked and data was transmitted for the clinic to review. There was one episode with little artefact on the rv channel. The healthcare clinic called the patient and was informed that the patient had fallen but was good condition. Two days after, the patient was seen at the hospital and a lead replacement procedure was scheduled for (B)(6) 2023. The patient was discharged home and, in the afternoon, the device delivered two inappropriate shocks due to noise oversensing. The competitor device had recorded four other episodes of noise oversensing but without therapy delivery. The patient was hospitalized on (B)(6) 2023 and the lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms and triggered an alert on the competitor device. The device was checked and data was transmitted for the clinic to review. There was one episode with little artefact on the rv channel. The healthcare clinic called the patient and was informed that the patient had fallen but was good condition. Two days after, the patient was seen at the hospital and a lead replacement procedure was scheduled for (B)(6) 2023. The patient was discharged home and, in the afternoon, the device delivered two inappropriate shocks due to noise oversensing. The competitor device had recorded four other episodes of noise oversensing but without therapy delivery. The patient was hospitalized on (B)(6) 2023 and the lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms and triggered an alert on the competitor device. The device was checked and data was transmitted for the clinic to review. There was one episode with little artefact on the rv channel. The healthcare clinic called the patient and was informed that the patient had fallen but was good condition. Two days after, the patient was seen at the hospital and a lead replacement procedure was scheduled for 22feb2023. The patient was discharged home and, in the afternoon, the device delivered two inappropriate shocks due to noise oversensing. The competitor device had recorded four other episodes of noise oversensing but without therapy delivery. The patient was hospitalized on 20feb2023 and the lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.